Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other three perclose proglide devices, referenced, are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that vessel puncture closure was attempted using 4 proglide devices. Reportedly, suture breaks occurred with all 4 proglide devices. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. The name of the physician was not provided; therefore, it is not known if they are trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Date of event reported to be between (B)(6) 2018. The device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the 4 proglide suture breaks occurred during 4 separate procedures between (B)(6) 2018. It was reported that all 4 procedures were arteriotomy closures of the right common femoral arteries using a 6f sheath. There was no significant impact to any of the patients due to a reported clinically significant delay in the procedures. No additional information was provided.